Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint is confirmed. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2023-00849.

Event description:
Additional information was 04jan2024: both devices were used on the same patient during the same case. The issue with the first device was noted, so they pulled a second device. The second device had the same issue and did not go into the patient. Manual compression was then used to achieve hemostasis. The patient was fine.

Event description:
The user facility reported that the angio-seal device was not clicking together. There was no patient harm.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3; patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: senior sister. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.